Event description:
It was reported that this pacemaker was explanted due to a unknown issue. A new device has been implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem h6 impact codes and device codes this event is no longer reportable since the physician decided to explant it during a scheduled lead revision. There are no reported malfunctions or allegations against this device. No adverse patient effects were reported.

Event description:
It was initially reported that this pacemaker was explanted due to an unknown issue. Further information received, confirmed the device did not exhibit any issues or malfunctions; the physician decided to explant it during a scheduled lead revision. A new device has been implanted. No adverse patient effects were reported.

Manufacturer narrative:
Even though there are no direct allegations against this pacemaker, this will be considered a reportable event as the cause for the reported clinical observations could not be conclusively determined. This event is no longer reportable since the physician decided to explant it during a scheduled lead revision. There are no reported malfunctions or allegations against this device. No adverse patient effects were reported.

Event description:
It was initially reported that this pacemaker was explanted due to an unknown issue. Further information received, confirmed the device did not exhibit any issues or malfunctions; the physician decided to explant it during a scheduled lead revision. A new device has been implanted. No adverse patient effects were reported. Information was received indicating that this device exhibited noise and high out of range pacing impedance measurements on the right atrial (ra) channel. During the revision procedure both the device and (ra) lead were explanted. X-rays were performed in order to determine the cause of the noise and out of range measurements, however it could not be conclusively determined. Another device was implanted instead. The device was kept by the explanting facility and has not returned to boston scientific for analysis. No additional adverse patient effects were reported.